Manufacturer narrative:
Please note that the following sentence under section h. Box 10./11. Narrative/corrected data on the initial MFR. Report was missing verbiage: the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. The smart coil was then advanced through the introducer sheath without an issue. Further evaluation revealed pusher assembly bends and kinks throughout its length. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery using penumbra smart coils (smart coil), non-penumbra microcatheters, and non-penumbra catheter. During the procedure, the physician placed a smart coil in the target vessel using a microcatheter. While attempting to advance a new smart coil into the microcatheter, the physician noticed the smart coil was stuck and would not advance at all within the introducer sheath. Therefore, the smart coil was removed. The procedure was completed using additional smart coils, other coils, and the same microcatheter. There was no report of an adverse effect to the patient.